Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. A gas delivery system (gds) assembly was return for analysis. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the (gds) assembly revealed no evidence of damage or contamination. During troubleshooting of the gds assembly, the u1on the air flow sensor pcba was found to be defective. The u1 on the air flow sensor pcba was replaced to address the reported problem. Root cause: the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit failed the air delivery/flow accuracy test during preventative maintenance (pm). The customer reported that there was no patient involvement.